Event description:
The user facility reported that during a patient procedure, the cmax table started to tip. When the tipping was observed, the or staff repositioned the patient on the table and completed the procedure without any further incident. No injuries or procedural delays/cancellations were reported due to the event.

Manufacturer narrative:
A steris surgical specialist arrived at the user facility, inspected the cmax table and found the table operating to specification. No repairs or adjustments were required. The surgical specialist was informed the or staff had attached a 3085 surgical table urology extension to the head end of the cmax table. The facility then positioned the patient in reverse orientation at a full slide position at which time the head end of the table began to tip towards the ground. The or staff quickly intervened and prevented any further tipping of the table. During the surgical specialist's visit, the user facility requested additional information regarding table weight capacity and proper patient positioning/attachments. The steris specialist informed the customer that they were using a table attachment which is not compatible with cmax surgical tables. The translation of the table into a full slide position in conjunction with the table top extension through use of the table attachment caused table to tip as observed by the or staff. The cmax surgical table patient positioning instructions quick reference guide states, "never add additional accessories to the table to extend the table platform further from the column as pictured. This may cause table instability". This reference guide is provided with every cmax sold. The facility's account manager has contacted the customer in regards to purchasing the correct urology extension. In addition, the account manager is scheduled to return to the facility on (B)(4) 2014 to provide in-service training for the facility's or personnel in regard to the proper use of the cmax table. The table was installed in june 2008 and is not under a steris service contract. The table maintenance is conducted by a third party service provider. No further issues have been reported.